Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the usb cable broke when the customer inadvertently dropped the pump. Customer reverted to using a non-tandem usb cable. Customer's blood glucose was not impacted.